Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure for ventricular tachycardia, multiple procedural and device-related issues occurred involving the affera mapping system, sphere-9 catheter, hexagen radiofrequency (rf) generator, hexapulse pf generator module, and hexaflow irrigation pump. During pulsed field lesion delivery (lesions #28 and #59), ventricular tachycardia was induced, requiring external cardioversion. While the patient was in ventricular tachycardia and when delivering an rf lesion, the lesion delivery was interrupted due to a current drop, causing the system to fault and stop. More than 60% of rf lesions were affected by the system suddenly stopping, which significantly increased the procedure time and raised concerns for patient safety. Additional issues included temperature or level output irregularities, inability to generate an electroanatomical map, system freezing that required shutdown and restart, error messages such as "returns 1, 2, 3, 4, current balancing fault" and "rf output error," the system spinning when mapping was attempted, a morphology match algorithm issue (consistently showing only a 30% match within the first 10 minutes), sphere-9 catheter collection problems during mapping (not acquiring, lag, and data populating all at once after unplugging and replugging), and the system being "bogged down" and "loading slow." The procedure was temporarily interrupted multiple times due to these issues. The patient had a cardiac resynchronization therapy defibrillator programmed to ddd mode during the procedure, and post-pro cedure review showed intermittent use of mode switch and atrial tracking recovery algorithms, possibly due to oversensing or noise on the right atrial lead during ablation, leading to inappropriate mode switching and backup ventricular pacing. The case was completed. No further patient complications have been reported as a result of this event.